Manufacturer narrative:
Implant date corrected additional information received: it was reported the cause of death cannot be reported due to confidentiality reasons but it was confirmed there was no mention of the evar or evar procedures on the death certificate or any interventions of any type. Product analysis the reported suprarenal stent fracture was confirmed on the x-ray image provided; however, the cause of the event could not be fully determined. The reported stent graft migration and aneurysm expansion were not confirmed. The most recent post-implant CT¿s were not provided for a more thorough analysis of the current stent graft in vivo configuration and for review of the migration and aneurysm expansion. It is possible that disease progression and aneurysm morphology changes over time with increased angulation around the aortic neck may have contributed to increased loading and fracturing of the suprarenal stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in an endovascular procedure. It was reported approximately 3.5 years later that a fractured strut of the supra renal fixation with inferior migration of the endurant stent graft leading to or contributing to aneurysm expansion was identified. A secondary procedure was completed approximately 2 years and 2 months later where a chevar procedure was performed. The patient expired approximately 2 months post chevar procedure. No cause was reported. No additional clinical sequalae were provided and the patient is expired.